Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Upon further review agent would like to clarify the pt representative stated the doctor told them the implant would never come back on after an MRI. Caller stated that the doctor stated it was not their fault and was going to reach out to mdt to confirm eligibility for a procedure, but never heard back from the doctor. Caller was confusing, but agent understood the procedure they were referring to was an a separate procedure, but they did not make an allegation against an mdt device

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that a couple of years ago the patient had their implant turned off for an MRI and they were told that the implant would never come back on. Caller then stated that they were going to have an procedure done and that they would get in contact with medtronic but they never received a call back to confirm eligibility. Caller also stated that someone broke into the patient's trailer and stole their remote control. Caller stated the controller needs to be off for the procedure. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. An email was sent to the field for visibility. Agent provided nas phone number.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.